Event description:
It was reported that on (B)(6) 2024, a 3 mm x 2 mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue lp delivery system. During procedure, the device could not able deploy because 2 disc did not open completely after multiple trial. The deformed device was never released from the delivery cable while inside the patient. There was no report of any angulation/kink noticed with the delivery system. The patient was sent for surgery. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a